Event description:
A false negative advia centaur xp hbc total (hbct) patient result obtained by the customer and considered discordant when compare to a positive alternate hbc total test method result. The customer performed repeat testing on another advia centaur xp system and the results were positive. It is unknown why the customer performed repeat hbc total testing on an alternate test method. A corrected report was issued. There was no known report of patient treatment being altered or adverse health consequences due to the discordant advia centaur xp hbc total assay result.

Manufacturer narrative:
The cause for the (B)(6) results when compare to a (B)(6) result is unknown. The (B)(6) results were all non-reactive. No conclusion can be drawn. The instructions for use (IFU) states in the intended use section: "the advia centaur® (B)(6) is an in vitro diagnostic test for the qualitative determination of total antibodies to the core antigen of the (B)(6) using the advia centaur, advia centaur xp, and advia centaur xpt systems. This assay can be used as an aid in the diagnosis of individuals with acute or chronic (B)(6) and in the determination of the clinical status of (B)(6) individuals in conjunction with other (B)(6) markers for the laboratory diagnosis of (B)(6) disease associated with (B)(6). This assay can also be used as an aid in the differential diagnosis in individuals displaying signs and symptoms of (B)(6) in whom etiology is unknown." The instructions for use (IFU) states in the limitations section: "the advia centaur (B)(6) total assay is limited to the detection of total antibodies to (B)(6) core (B)(6). Assays for the detection of (B)(6) may not identify all patient samples that contain (B)(6) or potentially infectious units of blood and may generate false reactive results. Assay performance characteristics have not been established when the advia centaur hbc total assay is used in conjunction with other manufacturers' assay for specific (B)(6) markers. Assay performance characteristics have not been established for the use of the advia centaur (B)(6) total assay as an aid in determining susceptibility to (B)(6) infection prior to or following vaccination in infants, children, or adolescents."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00280 on 11/17/2014 for a (B)(6). 12/12/2014 additional information: (B)(6) siemens has inquired if the patient sample is available for further investigation. As stated in the initial MDR 1219913-2014-00266 report, siemens distributed ufsn (B)(4), rev b. And urgent medical device correction (umdc) 10818632, rev. A for advia centaur systems troponin ultra readypack variability informing customers of a potential issue for reagent lots ending in 078,079, 082, 083 and 084. The notification instructs customers to calibrate each readypack placed on the system and to run controls to ensure accurate control and patient values.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00280 on 11/17/2014 for a (B)(6) advia centaur xp (B)(6) and a follow up MDR 1219913-2014-00280 supplemental report 1 on 12-15-2014 for additional test information. On 01/20/2015 additional information: siemens has been informed that the patient sample is not available for further investigation. The instrument is performing within specifications. Further evaluation of the device is not required. The instructions for use (IFU) states in the intended use section: "the advia centaur (B)(6) assay is an in vitro diagnostic test for the qualitative determination of total antibodies to the core antigen of the (B)(6) in human serum or edta plasma using the advia centaur, advia centaur xp, and advia centaur xpt systems. This assay can be used as an aid in the diagnosis of individuals with acute or chronic (B)(6) and in the determination of the clinical status of (B)(6) individuals in conjunction with other (B)(6) serological markers for the laboratory diagnosis of (B)(6) associated with (B)(6). This assay can also be used as an aid in the differential diagnosis in individuals displaying signs and symptoms of hepatitis in whom etiology is unknown." The instructions for use (IFU) states in the limitations section: "the advia centaur hbc total assay is limited to the detection of total antibodies to (B)(6) core antigen in human serum or edta plasma. Assays for the detection of (B)(6) may not identify all patient samples that contain (B)(6) or potentially infectious units of blood and may generate (B)(6). Assay performance characteristics have not been established when the advia centaur (B)(6) total assay is used in conjunction with other manufacturers' assay for specific (B)(6) serological markers. Assay performance characteristics have not been established for the use of the advia centaur hbc total assay as an aid in determining susceptibility to (B)(6) prior to or following vaccination in infants, children, or adolescents." Correction: MDR 1219913-2014-00280 supplemental report 1 reference to MDR 1219913-2014-00266 supplemental report 1 and that siemens had distributed an ufsn 10818631, rev b and urgent medical device correction (umdc) 10818632, rev a was stated in error.